Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has burnt pixels and membrane status fails.

Manufacturer narrative:
Additional information: e1(state: metropilatana & postal code: (B)(6)). A getinge field service engineer evaluated the unit, after carrying out some tests in the service menu, it is detected that both the safety disk(d202-00-0140) and the upper lcd color screen (0160-00-0127) must be replaced. It is concluded that if the aforementioned spare parts are replaced, the equipment will be operational and ready to be used by the client. The defective components were received for further investigation. The failure analysis and testing department received the safety disk and upper lcd color screen for evaluation. These parts were received with a reported unit failure message of burnt pixel detected on touchscreen and failed membrane leak test. Performed visual inspection of these parts received and parts looks to be in good condition. The failure analysis and testing department verified the failure of safety disk membrane leak test failed with result of 10mmhg, the factory specification is +-6 mmhg. The safety disk failed testing. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define. The failure analysis and testing department could not verify the failure of burnt pixel on touchscreen. Upper lcd color screen passed testing. Retaining both parts in the fat dept. As per procedure 0002-07-d008 rev al. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during technical service during inspection, the cardiosave intra-aortic balloon pump (iabp) unit has burnt pixels and membrane status fails. There was no patient involvement reported.